Event description:
The user facility reported that a 9fr. Dilator broke off inside the sheath while conducting an ep/ablation. Follow-up communication with the user facility confirmed that the procedure was completed.

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report.the information provided below lists the date(s) the additional information was received by the manufacturing facility:follow-up #1 = 4/3/2014.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #1118880-2014-00008 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 1 for mfg. Report # 1118880-2014-00008 to correct the initial information reported.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2014-00008 to correct the initial information reported.

Manufacturer narrative:
Results: based upon testing on undamaged section of returned device and reserve samples. Conclusions: based upon testing on undamaged section of returned device and reserve samples. The involved device was returned and evaluated. There were no visual defects noted with the sheath. The dilator was noted to be completely snapped off just below the dilator hub. The edges of the break were noted to be jagged and there was lightening for the dilator material that is consistent with stress being applied to the dilator. Another break was noted at the proximal end of the dilator. This area was not completely broken but held together by a small section. The edges of the break were smooth, and the break was clean. The production lot number was not provided by the user facility. A review of the device history record of 3 lots that were shipped to the facility in the past year (qf01, qm23, and qp04) confirmed that there were no production related problems. Retention samples from those 3 lots were evaluated. Inspection of the retained samples confirmed that there were no defects or anomalies. Testing of the retained samples confirmed that product performance specifications were met. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that the event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).